Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unexpected restart alarm and unresponsive button were not verified due to blank display. The device was received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported on (B)(6) 2013, the insulin pump was alarming unexpected restart. Customer blood glucose was 368 mg/dl, treated with regular insulin. It was reported the insulin pump had a blank display. Customer stated the device was stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer was advised to monitor and then device had a blank display. Customer was advised to remove battery. Customer declined further troubleshooting and requested the device to be replaced. No further information reported.